Manufacturer narrative:
The initial report inadvertently did not include (B)(4).

Event description:
The patient underwent a full replacement due to the increased seizures and reportedly due to a high impedance event occurring. The post-op impedance values after generator and lead replacement were within normal limits. No additional relevant information has been received to date.

Event description:
Additional information was received indicating that the high impedance was not identified by the patient's treating neurologist nor the patient's surgeon prior to surgery. Additionally, the most recent diagnostics from the patient's neurologist showed diagnostics within normal limits.

Event description:
Additional information was received from the patient's treating physician indicating that the patient had seizures due to intractable epilepsy and cerebral palsy and the recent increase in seizures were due to the vns generator battery depleting. The physician also believed the erratic stimulation was due to the low battery.

Event description:
Information was received indicating that the patient was experiencing an increase in seizures above pre-vns levels. Diagnostics were performed on the patient's generator and it was noted that the results were within normal limits. The patient has been referred for surgery. No known surgical interventions has occurred to date. No additional information has been received to date.